Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: malformed stapling occurred. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Extended more than 30 minutes.